Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that events on the real time egm didn't correspond to events on the marker channel. The pulse generator was reinterrogated and the marker channel appeared to be marking events on the real time egm correctly. The device would be monitored.